Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure, diminished sensing and rising impedance. Micro-dislodgement at the tip of the screw on the pacing lead and perforation was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.